Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Event description:
The unit was sent to a covidien service center and upon triage, a service tech found exposed copper wires on the power cord.

Manufacturer narrative:
One scd express compression system was returned for investigation for the reported condition of; the unit was received with a torn power cord with exposed wires. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged, exposing the internal copper wires which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Further inspection found that the front case was damaged and was replaced to correct the problem. The scd was fully tested and passed all operational specifications. The scd express was manufactured in 2010. A review of the device history records shows this device was released meeting all manufacturing specifications. This information will be utilized for trending purposes to determine the need for corrective action. Correction of dates: on the initial 3500a, it was originally reported as (B)(6) 2015 and it has been corrected to "unknown" because the incident date is not known. On the initial 3500a, it was originally reported as (B)(6) 2015 and it has been corrected to "(B)(6) 2015" because this was the covidien notification date.